Event description:
It was reported multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Customer did not provide further information and declined troubleshooting.